Event description:
It was reported that the patients ams 700 inflatable penile prosthesis reservoir was removed because the device was not deflating. Patent was experiencing pain in abdomen. Reservoir capsule was preventing deflation. A new 65ml reservoir was implanted.